Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The device did not meet specifications during an irrigation leak test. Further investigation revealed tears in the pi irrigation tubing at the distal end of the catheter, consistent with the failed irrigation leak test and fluid ingress.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.